Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of incident was 400 mg/dl and treated with syringe. The customer changed infusion set and reservoir at that time blood glucose was 79 mg/dl and after three hours blood glucose was 261 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting on insulin pump for high blood glucose and leak. The customer can smell insulin while delivering a bolus and noticed that infusion set were not aligned which cause the set leak. The customer reported insulin flow block alarm issue for infusion set and partially pull out of cannula. The insulin pump will not be returned for analysis.